Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting the lung parenchyma during a thoracoscopy/ lobectomy, the surgeon was able to press the green button but the device could not fire. They used another device to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting the lung parenchyma during a thoracoscopic lobectomy, the surgeon was able to press the green button but then the device could not fire. They used another device to complete the case. There was no patient injury.